Event description:
The push button was damaged during use [device damage]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case was reported by a consumer from (B)(6) as "the push button was damaged during use." It concerns a female pt (age unk) with type 2 diabetes mellitus, who was treated with novopen 4 (insulin delivery device) from an unk date. Pt's height not reported. Medical history includes type 2 diabetes mellitus (duration unk).

Manufacturer narrative:
Upon analysis of the returned product a fault which may lead to a medical consequence was found. The fault is very obvious to the user as the numbers on the dose scale are misaligned in the dose indicator window and it is difficult to dial a dose if it is done as described in the IFU (instruction for use). However, due to the nature of the fault, it is possible to receive more insulin than intended and have a serious hypoglycemic event. This case was reclassified to an incident due to this fault. Action take to novopen 4 was not reported. The overall outcome of event was not reported. Company comment: upon analysis, a fault which could lead to an incident was identified. A part of the base bushing on the pen was broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction it will be very difficult to set a dose if the pen is used according to the instruction. However, if the pt is holding on the cartridge-holder instead of the pen housing, the pt could receive a too high dose when injecting and experience a hypoglycemic event. The fault should initially be very obvious to the pt, because the misalignment between the pointer and the dose indicator window and the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. Final comment from the MFR: (B)(4) 2013: during investigation of the device a fault which could lead to an incident was identified. Six other cases with similar root cause, but also without a medical adverse event, have been reported to (B)(6) does not see this as a safety concern. Evaluation summary: name: novopen 4, batch number: bug0269, visual and functional examinations were performed. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The problem is due to rough handling during use. The dosage button has been exposed to exaggerated force during use. The piston rod is bent. It is impossible to operate the device. The observed problem is a result of accidental damage during use of the device.